Event description:
It was reported that the pump reported it did not deliver insulin for a bolus; however insulin was delivered. The customer's blood glucose (bg) level subsequently decreased to 53 mg/dl. The customer consumed carbohydrates to address the bg. A replacement pump was sent to the customer.